Event description:
A medtronic representative reported accuracy issues with the touch-n-go registration method within the synergy cranial software. The inaccuracies lead the surgeon to continue the surgery without the use of navigation, and with no impact on the patients outcome to report.

Manufacturer narrative:
No files have been returned to manufacturer.